Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose. Customer reported that healthcare professional advised that infusion pump could be put in the leg. Customer's blood glucose was 500 mg/dl. Customer was advised that connecting infusion set to the abdomen worked best. Customer connected to abdoment and blood glucose began to lower. Customer declined transfer to helpline.